Manufacturer narrative:
A distributor performed a checkout of the equipment and confirmed the reported complaint. The castor wheel was re-threaded and tightened. The unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the castor wheel was loose and caused the unit to tip. There was no report of patient involvement.